Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient stated sometime between 9:00 am and 10:00 am on (B)(6) 2022, she observed a reading of 4.5 mmol/l on her cgm and responded by drinking a glass of banana juice. Right after that, the patient stated that she suddenly lost consciousness and collapsed. The patient was alone at home during this time and could not remember what happened after she lost consciousness. When she eventually woke up on her own, she had a headache so she took 500 mg of paracetamol and also changed her sensor. She had also developed bruises on her side as a result of the fall. A blood glucose meter reading was not taken and the patient did not take any treatment for hypoglycemia as her glucose levels had reportedly become more stable from the banana juice she had drank earlier. The next day, the patient went to her doctor to be examined but the doctor did not detect any issues or prescribe any medication. The patient stated that she was feeling well again at the time of contact later that day, though she still did have a headache. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6).